Event description:
The facility alleges the skin stapler is "jamming" while being used under normal conditions. No pt injury or medical intervention was reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device is not available for evaluation. The reported condition was investigated and corrective actions have been implemented as of january 31, 2007. A follow-up report will be filed if additional info becomes available.